Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon commented that scratch or mark on optic, opacity was in the center towards central extended depth of focus (edof) circle after implanting the lens. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information has been requested and received stating explantation caused an iris prolapse.

Manufacturer narrative:
A product was not returned for analysis. Photos provided show an iol being held by a tweezers. There appears to be extensive damage to the optic. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwet3-t6 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received via a call from the consumer stating the iris prolapse occurred during the procedure, which made the surgery more complicated. The surgeon did not leave the iris incarcerated in the corneal incision at the end of the procedure.

Manufacturer narrative:
Correction information was provided in h.6. Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned positioned correctly in the iol case. Solution is dried on the iol. Ther haptics are scratched/marked. The optic is cracked with approximately 1/8 of the optic missing. There are fibers on the optic. There is a pronounced fracture and scratches in the centre of the optic. This is most likely the reported opacity. There are also scratches/stutter scratches in the other area of the optic. Photos provided show an iol being held by a tweezers. There appears to be extensive damage to the optic. An additional photo shows an iol in a lens case base, the iol appears to be intact but the precise condition cannot be confirmed. The lens case lid is also in the photo. The complainant indicates the use of non-company product as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).